Event description:
The initial reporter stated they received discrepant results for two patient samples tested on a cobas 8000 e 801 module. The first patient sample had discrepant results for elecsys free psa and elecsys total psa. The second patient sample had discrepant results for elecsys -crosslaps/serum. The first patient sample initially resulted in the following values: free psa = 1.12 ng/ml total psa = 2.78 ng/ml the first patient sample was repeated, resulting in the following values: free psa = 0.78 ng/ml total psa = 7.04 ng/ml the second patient sample initially resulted in a ¿-crosslaps value of 15.1 pg/ml and it repeated as 182 pg/ml. The repeat values were deemed correct.

Manufacturer narrative:
The free psa reagent lot number was 730657, the -crosslaps reagent lot number was 717543, and the total psa reagent lot number was 717467. The reagent expiration dates were requested, but not provided. Calibration and controls were acceptable prior to the event. Upon review of the alarm trace, sample clot detection and sample short alarms were observed. The field service engineer found bent probes. The probes were replaced and adjusted. The investigation determined the service actions resolved the issue.